Event description:
After cardioversion using anterior paddles with co's defib pads, a reddened area in the shape of the paddle was found on pt's left lateral chest. One shock with 360 joules was administered.